Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device failed visual inspection due to a bent pin on power port one of the controller. The bent pin did not allow a battery to properly connect to a controller during functional testing. As a result, the reported event was confirmed. Visual inspection also revealed cracks around the connector at controller power ports one and two. This is an additional observation not related to the reported event. The most likely root cause of the reported "bent pin" event can be attributed to a misalignment between the power port and battery output connector. Bent pins on controller 2.0 and cracks around power port connectors are currently being internally investigated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The reported event was confirmed at the bench level. The returned controller failed visual inspection and functional testing. Investigation is ongoing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the power source connection of the controller was damaged and had a bent/broken pin. The controller was exchanged. No patient complications have been reported as a result of this event.